Event description:
It was reported that this thirteen year old right ventricular (rv) lead had high out of range shock impedances greater than 125 ohms. A new device was added to the system five years ago. The physician was debating a possible lead revision, where troubleshooting vectors found triad 119 ohms, coil to can 166 ohms, and coil to coil 150 ohms. The lead remains in-service, where technical services discussed considering a commanded shock. No adverse patient effects were reported.